Event description:
A (B)(6) male patient with pre-existing condition of renal dialysis was having a fistuloplasty of stenosis procedure. The 10 mm balloon was inserted via a 6 fr sheath. The balloon was inflated to 18 atm when it burst. When the balloon was removed, it was noted the distal tip of the balloon catheter was missing. Fluoroscopic imaging revealed the separated tip was located on the wire, just distal to the end of the sheath. A larger introducer was inserted (8fr) and a snare device was used to attempt to withdraw. However, despite being able to snare the catheter tip, the ir was unable to bring it into the introducer. The introducer size was increased to 10fr; however, when the ir attempted to withdraw it back through the sheath, the separated tip became dislodged and migrated away. Despite numerous attempts, they were unable to locate the catheter tip. The tip of the device remains inside the patient. The hospital staff is monitoring the patient at this time and are unsure if additional procedures may be required in the future due to this occurrence. No adverse effects to the patient were reported due to this occurrence. Additional information has been requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.